Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was extended to divide a tributary. It was observed that the conduction prong had separated from the insulation on the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Slight evidence of blood and charred tissue were observed on the jaws. The heater wire was observed to be flexed away from the hot jaw and was detached at the tip and remained attached at the base of the jaw. Based on the return condition of the device and the results of the evaluation, the reported failure "bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was extended to divide a tributary. It was observed that the conduction prong had separated from the insulation on the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.